Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the mono cable 10 feet (600290b) caught on fire during a cervical case. The event did not result in patient injury. No surgical delay was reported.

Manufacturer narrative:
The mono cable 10 feet (600290b) was not returned for evaluation after three (3) good faith effort (gfe) attempts were made to retrieve the product. Lot number information was obtained: thus, device history records (DHR) were reviewed and no abnormalities related to the reported issue were identified. The issue of catching fire may be the result of damage to the cable due to pulling by the cord rather than the plug. Per the product safety warning, "do not pull cord. Grasp plug to remove cable. Inspect cord prior to each use for cracks/separation; incorrect handling of the cord can cause sparks or a fire hazard". A definitive root cause could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.